Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included menses irregular with excessive bleeding. Concomitant products included folic acid, iron, labetalol and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, dysmenorrhoea, fatigue, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- bilateral essure coil with 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received: case become serious incident. Essure removal done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.